Event description:
A customer reported that their insulin cartridge leaked from the o-ring. There was no adverse impact on the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy.